Manufacturer narrative:
The field service engineer (fse) replaced the gear pump head (gph) set up, and adjusted the sample and reagent nozzles as some were not completely washed. He found a nozzle sticking and an unsecured clip on the rinses. He also found the cuvette level very high and the blank level low. He then performed repairs and adjustments. The issue was not resolved. On (B)(6) 2024, the customer reported new questionable albumin (alb2), calcium and phosphate results: on (B)(6) 2024: alb2 results sample 1 the initial result was 76 g/l. The repeat result was 38 g/l. Sample 2 the initial result was 64 g/l. The repeat result was 27 g/l. Sample 3 the initial result was 52 g/l. The repeat result was 38 g/l. Sample 4 the initial result was 71 g/l. The repeat result was 43 g/l. Ca results on (B)(6) 2024: sample 5 the initial result was 1.72 mmol/l. The repeat result was 2.23 mmol/l. On (B)(6) 2024: sample 6 the initial result was 1.37 mmol/l. The repeat result was 2.15 mmol/l. Sample 7 the initial result was 1.68 mmol/l. The repeat result was 2.29 mmol/l. Phosphate result sample 8 on (B)(6) 2024, the initial result was 2.53 mmol/l. On (B)(6) 2024, the repeat result was 1.37 mmol/l. The field service engineer (fse) inspected the module and found a hole in one of the tubings of the rinse station. He then repaired this part and verified the module was again performing within specifications. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 775867. The expiration date was requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable albumin (alb2) results from three patient samples tested on the cobas 8000 c702 module. The initial results were not reported outside of the laboratory as they were detected by the reporter during authorization. Sample 1 on (B)(6) 2024, the initial result was 93 g/l. On (B)(6) 2024, the repeat result was 39 g/l. Sample 2 on (B)(6) 2024, the initial result was 72 g/l. On (B)(6) 2024, the repeat result was 38 g/l. Sample 3 on (B)(6) 2024, the initial result was 93.5 g/l. The repeat result was 37.9 g/l.